Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated right ventricular undersensing. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory observed noise on the electrogram waveforms. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID dvea3e4 (B)(6); product type: 0235-ICD; implant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant, the extravascular (ev) lead was placed over the right ventricle and sutured in place. The lead body was placed in the standard position and fixed to the fascia using suture sleeves. R-wave measurements were acceptable, however frequent noise was seen as well as fluctuating impedances. The ev lead was tunneled to the device pocket site, where the noise was reduced slightly and lead impedances were now within normal limits. Therapy was left off until the patient could recover enough for induction of ventricular fibrillation (vf). Six days later, the patient attended for post-implant follow up, where a slight drop in r-wave measurements was observed. Vf was induced with 20 hertz burst with a significant amount of undersensing seen during the episode. The patient was shocked externally and required cardiopulmonary resuscitation for a short time in addition to external pacing immediately after the shock due to asystole. A second vf was induced and a 30 joule shock was delivered which successfully terminated the episode. The ev lead remains in use. No further patient complications have been reported as a result of this event.